Manufacturer narrative:
Device has not been returned for evaluation. No findings available. The customerâ¿¿s complaint was not confirmed. The cause could not be determined. No further information was reported.

Event description:
Olympus received a medwatch report by email on april 13, 2020. The medwatch states end of loop cracked, remained intact with crack, removed from field, another device was obtained and procedure continued without incident. No patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. A DHR review was performed for the subject device. There were no non-conformities found associated with the device with respect to the described issue. The suspect device was not returned to olympus and an evaluation of the suspect device could not be performed. The legal manufacturer performed an investigation based on information provided the customer. The problem, as reported by the customer, was deemed plausible. The legal manufacturer determined the damage was likely caused by "wear and tear" through use of the device.